Manufacturer narrative:
Describe event or product problem on the initial MFR report incorrectly reported that: "there was report of an adverse effect to the patient." This was due to a technical error. It was already known at the time of the report that there was no adverse effect to the patient. Therefore, the sentence should have read: "there was no report of an adverse effect to the patient."

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01175. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and pod6 coils. During the procedure, the physician began to deploy a ruby coil into the aneurysm but decided to remove the coil and use a different size. While withdrawing the ruby coil back into another manufacturer's microcatheter, the ruby coil began to unwind inside the microcatheter and was removed. While attempting to advance a new pod6 coil through the microcatheter, the pod6 coil pusher assembly became kinked and was removed. The procedure was successfully completed using new pod6 coils. There was report of an adverse effect to the patient.